Event description:
During testing at the user facility, the device overheated. There was no patient involvement and no adverse consequences alleged with this event.

Manufacturer narrative:
Internal components were evaluated which revealed the presence of foreign debris contamination and corroded bearings within the unit.